Manufacturer narrative:
Additional information was received that redness, swelling, and tenderness were related to adapters and were present in the new battery site. The patient was given fluids and was placed on multiple antibiotics. It was also reported that the patient was in the intesive care unit (ICU). The patient was prescribed medication upon discharged. The patient was experiencing leg muscle pain and weakness postoperatively.

Event description:
A report was received that following a post-operative procedure the patient experienced septic shock that developed infection. It was believed that the infection was not device related. The patient underwent an explant.

Manufacturer narrative:
Model number/catalog number: sc-9218-15, serial number: (B)(4), batch/lot number: 7033454/7033456/7033855/7034192, model/catalog description: precision m8 adapter 15cm. It is indicated that the devices will not be returned for evaluation therefore a failure of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review a supplemental med watch will be filed.

Event description:
A report was received that following a post-operative procedure the patient experienced septic shock that developed infection. It was believed that the infection was not device related. The patient underwent an explant.